Event description:
On (B)(6) 2022 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  about 2 weeks ago, they experienced a loss of therapy and wet themselves before reaching the bathroom and it is still happening. The caller tried increasing as high as possible on 2 of the programs and was unable to feel any stimulation. The patient encountered "system is operating at max settings cannot be increased". On both programs this happened at different amplitudes but over 9ma on each. No falls or trauma. The caller will continue to try all 7 programs to see if they can feel the stim. The caller did not want to remain on the call for this. The patient was redirected to their healthcare provider to further address the issue, they have already left a message for them yesterday. The patient asked that a rep be contacted on their behalf. On (B)(6) 2023 additional information was received from the patient. They reported that they have had 2 mris recently and they have never had a problem. But now, they reported that they need a lower back MRI today and the MRI facility will not do it unless they get clearance. The patient reports that the device has been dead for over a year because one of the leads are not working so they stopped using it. Reviewed the device will need to be charged to at least 30% for the MRI and to show what type of MRI they can have.

Manufacturer narrative:
Concomitant medical product: product ID 978a128 lot# va2a15h serial# implanted: (B)(6) 2020 explanted: other relevant device(s) are: product ID: 978a128, serial/lot #: va2a15h, ubd: 30-jun-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.